Event description:
During the procedure, the physician used a wilson-cook huibregtse needle knife papillotome. While cutting the patient's tissue, the distal tip of the needle broke and detached in the patient. The detached portion was retrieved. No injury to the patient was reported.